Manufacturer narrative:
The insulin pump had no up arrow button response due to flattened button dome switch. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to no button response. The backlight display functioned properly. The device was monitored for 2 days and had no blank display noted. It had normal operating currents. No moisture damage on electronics noted. It was also received with a scratched display window and cracked display window corner. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly, backlight anomaly and physical damage. The customer stated that the light would sometimes not turn on and other times would not turn off. He also stated that the insulin pump would beep with a blank display. The screen was scratched and he had difficulty reading the display. The blood glucose at the time of the incident was 310 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.